Event description:
Galaflex almost killed me. Twice. I never knew it was not approved by the FDA.I had to have two surgeries and contracted clostridioides difficile from the amount of the antibiotics.